Event description:
It was reported that a moderately tortuous, moderately calcified mid right coronary artery (rca) was pre-dilated with an unknown balloon (1.25 x 8 mm) and after the multi-link vision (3.5x15 mm) was deployed, a distal edge dissection occurred. Another multi-link vision (3.5 x 18 mm) was deployed to treat the dissection. There was no adverse patient sequela reported and no significant delay in the procedure noted. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported dissection is listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.